Event description:
It was reported that there was a shocking sensation and patient programmer problems. It was stated that the device 'shocked' the patient 'at time' if she was trying to increase the stimulation by pressing the '+' key, which 'ramped up too quickly.' It was noted that the patient was going to call back if symptoms continued.

Manufacturer narrative:
Product ID 3889-28, lot# v698092, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).